Event description:
The company was informed that the pt had a debridement procedure and a middle ear exploration procedure.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. There was no complication during the procedure. The pt's device remains implanted. This is the final report.